Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. The customer required assistance from son in giving the customer orange juice to raise bg level. During additional training with tandem clinical diabetes specialist, it was discovered that cause of the customer's low bg level was that the customer had been performing fill tubing while the infusion set was connected at the site and had over-delivered a significant amount of insulin.